Manufacturer narrative:
The complaint investigation for falsely elevated architect stat high sensitive troponin-I results included a review of complaint text, a search for similar complaints, trending data, labeling, and device history records. Return testing was not completed as returns were not available. Historical performance of reagent lot 22313ui00 was evaluated using worldwide data from abbottlink. Using the worldwide field data, the performance of reagent lot 22313ui00 was evaluated and is performing similar to other reagent lots in the field confirming there was no systemic issue. Trending review determined no related trend for the issue for the product. Device history record review on lot 22313ui00 did not show any potential non-conformances or deviations. Labeling was reviewed and found to adequately address the issue. Based on the investigation, architect stat high sensitive troponin-I, lot number 22313ui00, is performing as intended, no systemic issue or deficiency of the reagent was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier complete entry = sample ID (B)(6) , sample ID (B)(6) , sample ID (B)(6) , and sample ID (B)(6) . All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 03p25, that has a similar product distributed in the us, list number 02r98.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results for four patients. The following data was provided (customer¿s cut off is >50 pg/ml): sample ID (B)(6) initial result was 658.6, repeat was 4 pg/ml. Sample ID (B)(6) initial result was 799, repeats were 28, 34, and 2 pg/ml. Sample ID (B)(6) initial result was 73, repeats were 6 and 5 pg/ml. Sample ID (B)(6) initial result was 367.4, repeats were 712.4, 454.7, 140.9, 944.7, and 42.1 pg/ml. All other patient results provided were reviewed and no other results were found to be discrepant. It was noted that these patients were hospitalized for monitoring only because of the elevated results. There was no impact to patient management reported.